Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016 that the patient experienced continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter that occurred on (B)(6) 2016. Sensor was inserted on (B)(6) 2016 into the buttocks. Labeling indicates: sensor placement and insertion is not approved for sites other than the belly (abdomen). At the time of contact, no injury or medical intervention was reported.